Event description:
Leak between the pump segment connector and arterial tubing which resulted in an air leak and discarding a portion of blood in the circuit. Ebl=100cc. No patient injury or need for medical intervention is reported. The acutal complaint sample was discarded. This MDR is filed for blood loss only.